Event description:
As reported, during a laparoscopic ventral hernia repair procedure, the patient was implanted with phasix mesh. It was reported that, about two years post-implant the patient experienced pain in abdomen, underwent scanning and it was found that the mesh was fractured and had not absorbed. It was reported that the surgeon performed revision surgery which confirmed adhesions to the mesh. It was reported that the surgeon has a concern over why the mesh wasn¿t absorbed after 12- 18 months.

Manufacturer narrative:
Based on the information obtained, no conclusions can be made. As alleged, about two years post-implant of phasix mesh the patient presented with abdominal pain. Imaging showed the mesh was "fractured¿ and had not absorbed. Surgery was performed and the surgeon found the presence of mesh with adhesions to the mesh. No additional information has been provided. Adhesions and pain are known inherent risks of surgery/use of the device. The adverse reactions section of the instructions-for-use (IFU), supplied with the device lists adhesions and pain as possible complications. Regarding absorption the IFU states, "absorption of the mesh material will be essentially complete within 12 to 18 months." Note the date of implant has not been provided as such we are unable to confirm how long the mesh had been implanted. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.